Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 [as per operative report] concurrently with anterior and posterior colporrhaphy with enterocele repair and sacrospinous ligament fixation and vaginal vault suspension due to enterocele, rectocele, cystocele, vaginal prolapse and urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2016 by dr. (B)(6) due to rectocele and vaginal vault prolapse.